Event description:
It was reported to boston scientific corp that an ultraflex tracheobronchial stent was used during a stenting procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the deployment suture separated after deploying 25% of the stent. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - (partial deployment). The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).